Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer single piece lens, +22.0 diopter, and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter indicated another manufacturers lens was implanted. The reporter indicated the event may have possibly been due to operator error.

Manufacturer narrative:
Device evaluaiton: the lens was returned in liquid, in lens vial. Visual inspection found the optic split and the lens was cut in two pieces. Work order search : no similar complaints were reported for units within the same lot. (B)(4).